Manufacturer narrative:
The technician found two broken wires on the communication cable. He replaced the communication cable to repair the bed.

Event description:
Info rec'd indicates the nurse call is not working from the bed.